Event description:
It was reported that the wake button became detached from the pump. There was no reported adverse impact to the customer's blood glucose. Replacement pump was sent to customer to resolve the issue.